Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported that a patient is currently in the hospital. The patient requested an ambulance to the emergency room (ER) on (B)(6) and was admitted to the hospital on (B)(6). According to the patient's contact, the patient had severe diarrhea, abdominal pain, and showed signs of dehydration. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient arrived via ambulance to the hospital on (B)(6) 2025 with abdominal pain, diarrhea, and cloudy peritoneal effluent fluid. It was affirmed that the patient was not actively dialyzing at the time emergency services were activated. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with staphylococcus epidermidis in the culture and a wbc count of 16,745/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency not reported) to address the infection while hospitalized. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient remains hospitalized as he contracted nosocomial borne pneumonia during this admission that was unrelated to pd therapy. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler upon discharge home.

Event description:
A peritoneal dialysis (pd) patient contact reported that a patient is currently in the hospital. The patient requested an ambulance to the emergency room (ER) on (B)(6) and was admitted to the hospital on (B)(6). According to the patient's contact, the patient had severe diarrhea, abdominal pain, and showed signs of dehydration. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient arrived via ambulance to the hospital on (B)(6) 2025 with abdominal pain, diarrhea, and cloudy peritoneal effluent fluid. It was affirmed that the patient was not actively dialyzing at the time emergency services were activated. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with staphylococcus epidermidis in the culture and a wbc count of 16,745/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency not reported) to address the infection while hospitalized. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient remains hospitalized as he contracted nosocomial borne pneumonia during this admission that was unrelated to pd therapy. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler upon discharge home.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, diarrhea and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.